Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), infection ("because of the high level of infection casued ") and deep vein thrombosis ("have deep vein thrombosis/large blood clot"). Essure was removed. At the time of the report, the uterine perforation, infection and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-deep vein thrombosis, infection, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), infection ("because of the high level of infection caused ") and deep vein thrombosis ("have deep vein thrombosis/large blood clot"). Essure was removed. At the time of the report, the uterine perforation, infection and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-deep vein thrombosis, infection, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.